Event description:
During routine refill of pump, pt experienced pressure around pump. Rapid onset of nausea and feeling faint. Pt sent to emergency per dr orders. Treated with narcan and released home. Pt became sedated at home. Family returned her to emergency and was treated again with narcan. Readmitted on 12/30. Pump removed and replaced. Unit sent to MFR.